Manufacturer narrative:
(B)(4). The device had been filled with morphine and ketoprofen. The device was manufactured october 23, 2013 to october 24, 2013. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This occurred during patient infusion of an unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 3.